Manufacturer narrative:
This follow-up report is being filed to relay corrected information. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ this report is number 13 of 15 mdrs filed for the same patient (reference 1825034-2014-05567 / 05538 & 2016-01939 / 01940 & 02786).

Event description:
Patient's legal counsel reported patient was revised approximately 8 months post-implantation due to patient allegations of recurrent dislocation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report confirms patient was revised due to recurrent dislocations, noting patient's morbid obesity as a contributing factor. Operative report further noted that a synovectomy occurred due to synovial reactivity around the head and acetabulum.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 13 of 14 mdrs filed for the same patient (reference 1825034-2014-05567 / 05538 & 2016-01939 / 01940). Not returned by attorney.

Event description:
Patient's legal counsel reported patient was revised approximately 5 months post-implantation due to patient allegations of recurrent dislocation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report confirms patient was revised due to recurrent dislocations, noting patient's morbid obesity is a contributing factor. Operative report further noted synovial reactivity around the head and acetabulum and one loose screw in the greater trochanter which was removed during the procedure.